Event description:
It was reported that pump experienced malfunction alarm with non-resettable malfunction code, and no notable events occurred prior to issue. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy.